Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("could not walk due to severe and persistent pains shooting from ovaries to my back") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1987, (B)(6) 1989,(B)(6) 1996, (B)(6) 1993) and psychological disorder nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vulvovaginal pain ("severe and persistent vaginal pain (constant)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods after essure were 3 weeks long and extremely heavy (menometrorrhagia)"), menometrorrhagia ("menometrorrhagia"), decreased appetite ("loss of appetite"), asthenia ("loss of energy"), genito-pelvic pain/penetration disorder ("vaginal cramps"), ovarian cyst ("cysts on ovaries"), endometriosis ("endometriosis"), adnexa uteri pain ("could not walk due to severe and persistent pains shooting from ovaries to my back"), dysgeusia ("metal taste"), coital bleeding ("bleeding after sexual intercourse"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), treatment noncompliance ("did not use any birth control or contraception at any time following your her placement procedure") and gait inability ("could not walk due severe pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the back pain, decreased appetite, asthenia, genito-pelvic pain/penetration disorder, vulvovaginal pain, ovarian cyst, endometriosis, adnexa uteri pain, dysgeusia, coital bleeding, mental disorder, treatment noncompliance and gait inability outcome was unknown and the menorrhagia and menometrorrhagia was resolving. The reporter considered adnexa uteri pain, asthenia, back pain, coital bleeding, decreased appetite, dysgeusia, endometriosis, gait inability, genito-pelvic pain/penetration disorder, menometrorrhagia, menorrhagia, mental disorder, ovarian cyst, treatment noncompliance and vulvovaginal pain to be related to essure (ess205). The reporter commented: she is not allergic to nickel or any other component of essure. Essure didn¿t worsen any previously existing condition. She did any of the injuries or symptoms you claim resulted from essure resolve following essure removal. She wasn't advised of any complications that occurred at the time of essure placement procedure. She was not advised of any complications from essure removal procedure. Diagnostic results: (B)(6) 2007:vaginal water test. On (B)(6) 2014: endometrial biopsy:clinical history: menometrorrhagia,final diagnosis: mixed menstrual/lytic, late secretory and focal mid secretory benign endometrium. On (B)(6) 2016:bilateral digital screening mammogram with cad:conclusion: clusters of calcifications in each breast of indeterminate morphology. On (B)(6) 2016:right breast stereo core biopsy:final diagnosis: proliferative fibrocystic change with clusters of calcifications, negative for atypia. On (B)(6) 2016:left breast stereo core biopsy: proliferative fibrocystic change with clusters of calcifications, negative for atypia. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet & medical record received. Event injury was replaced by events back pain, periods after essure were 3 weeks long and extremely heavy, menometrorrhagia, loss of appetite, loss of energy, vaginal cramps, cysts on ovaries, endometriosis, could not walk due to severe and persistent pains shooting from ovaries to my back, severe and persistent vaginal pain (constant), metal taste, bleeding after sexual intercourse, essure caused or aggravated any psychiatric and/or psychological conditions, treatment noncompliance are added. Concomitant condition, historical condition, patient information, product start and stop date updated, reporter added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('could not walk due to severe and persistent pains shooting from ovaries to my back/ back pain') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your her placement procedure". The patient's medical history included multigravida, parity 4 ((B)(6) 1987, (B)(6) 1989, (B)(6) 1996, (B)(6) 1993), psychological disorder nos and endometrial biopsy. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vulvovaginal pain ("severe and persistent vaginal pain (constant)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods after essure were 3 weeks long and extremely heavy (menometrorrhagia)/ heavy bleeding with clots"), menometrorrhagia ("menometrorrhagia"), decreased appetite ("loss of appetite"), asthenia ("loss of energy"), genito-pelvic pain/penetration disorder ("vaginal cramps"), ovarian cyst ("cysts on ovaries"), endometriosis ("endometriosis"), adnexa uteri pain ("could not walk due to severe and persistent pains shooting from ovaries to my back/ pain in adnexa shooting down my legs"), dysgeusia ("metal taste"), coital bleeding ("bleeding after sexual intercourse"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), gait inability ("could not walk due severe pain"), pelvic pain ("severe and persistent pain"), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("pain in adnexa shooting down my legs") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the back pain, adnexa uteri pain, mental disorder, gait inability, pelvic pain, genital haemorrhage and pain in extremity outcome was unknown, the menorrhagia, menometrorrhagia, dysgeusia, coital bleeding and dyspareunia was resolving and the decreased appetite, asthenia, genito-pelvic pain/penetration disorder, vulvovaginal pain, ovarian cyst and endometriosis had resolved. The reporter considered adnexa uteri pain, asthenia, back pain, coital bleeding, decreased appetite, dysgeusia, dyspareunia, endometriosis, gait inability, genital haemorrhage, genito-pelvic pain/penetration disorder, menometrorrhagia, menorrhagia, mental disorder, ovarian cyst, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: she is not allergic to nickel or any other component of essure.essure didn¿t worsen any previously existing condition. She did any of the injuries or symptoms you claim resulted from essure resolve following essure removal.she wasn't advised of any complications that occurred at the time of essure placement procedure. She was not advised of any complications from essure removal procedure. Discrepancy noted in removal date- (B)(6) 2015 laparotomy with excision of essure device bilaterally(as written per pfs). The plaintiff claims that use of essure caused or aggravated her psychiatric and/or psychological condition. These coils are scarred into the uterus and it would be difficult if not impossible to remove without removing uterus due to scarring and bleeding. Diagnostic results: (B)(6) 2007:vaginal water test (B)(6) 2014: endometrial biopsy:clinical history: menometrorrhagia,final diagnosis: mixed menstrual/lytic, late secretory and focal mid secretory benign endometrium. (B)(6) 2016:bilateral digital screening mammogram with cad:conclusion: clusters of calcifications in each breast of indeterminate morphology. (B)(6) 2016:right breast stereo core biopsy:final diagnosis: proliferative fibrocystic change with clusters of calcifications, negative for atypia. (B)(6) 2016:left breast stereo core biopsy: proliferative fibrocystic change with clusters of calcifications, negative for atypia. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, menometrorrhagia, irregular bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('could not walk due to severe and persistent pains shooting from ovaries to my back/ back pain') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your her placement procedure". The patient's medical history included multigravida, parity 4 ((B)(6) 1987, (B)(6) 1989, (B)(6) 1996, (B)(6) 1993), psychological disorder nos and endometrial biopsy. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vulvovaginal pain ("severe and persistent vaginal pain (constant)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods after essure were 3 weeks long and extremely heavy (menometrorrhagia)/ heavy bleeding with clots"), menometrorrhagia ("menometrorrhagia"), decreased appetite ("loss of appetite"), asthenia ("loss of energy"), genito-pelvic pain/penetration disorder ("vaginal cramps"), ovarian cyst ("cysts on ovaries"), endometriosis ("endometriosis"), adnexa uteri pain ("could not walk due to severe and persistent pains shooting from ovaries to my back/ pain in adnexa shooting down my legs"), dysgeusia ("metal taste"), coital bleeding ("bleeding after sexual intercourse"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), gait inability ("could not walk due severe pain"), pelvic pain ("severe and persistent pain"), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("pain in adnexa shooting down my legs") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the back pain, adnexa uteri pain, mental disorder, gait inability, pelvic pain, genital haemorrhage and pain in extremity outcome was unknown, the menorrhagia, menometrorrhagia, dysgeusia, coital bleeding and dyspareunia was resolving and the decreased appetite, asthenia, genito-pelvic pain/penetration disorder, vulvovaginal pain, ovarian cyst and endometriosis had resolved. The reporter considered adnexa uteri pain, asthenia, back pain, coital bleeding, decreased appetite, dysgeusia, dyspareunia, endometriosis, gait inability, genital haemorrhage, genito-pelvic pain/penetration disorder, menometrorrhagia, menorrhagia, mental disorder, ovarian cyst, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: she is not allergic to nickel or any other component of essure. Essure didn¿t worsen any previously existing condition. She did any of the injuries or symptoms you claim resulted from essure resolve following essure removal. She wasn't advised of any complications that occurred at the time of essure placement procedure. She was not advised of any complications from essure removal procedure. Discrepancy noted in removal date- (B)(6) 2015 laparotomy with excision of essure device bilaterally(as written per pfs). The plaintiff claims that use of essure caused or aggravated her psychiatric and/or psychological condition. These coils are scarred into the uterus and it would be difficult if not impossible to remove without removing uterus due to scarring and bleeding. Diagnostic results: (B)(6) 2007:vaginal water test. On (B)(6) 2014: endometrial biopsy:clinical history: menometrorrhagia,final diagnosis: mixed menstrual/lytic, late secretory and focal mid secretory benign endometrium. On (B)(6) 2016:bilateral digital screening mammogram with cad:conclusion: clusters of calcifications in each breast of indeterminate morphology. On (B)(6) 2016:right breast stereo core biopsy:final diagnosis: proliferative fibrocystic change with clusters of calcifications, negative for atypia. On (B)(6) 2016:left breast stereo core biopsy: proliferative fibrocystic change with clusters of calcifications, negative for atypia. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : pelvic pain, dysmenorrhea, menometrorrhagia, irregular bleeding. Most recent follow-up information incorporated above includes: on 15-nov-2019: plaintiff fact sheet and medical records received : reporter information updated. Events added-pelvic pain, genital haemorrhage, pain in extremity, dyspareunia. Outcome of events "decreased appetite, asthenia, genito-pelvic pain/penetration disorder, ovarian cyst, endometriosis, vulvovaginal pain" updated to "recovered / resolved". And outcome of events "dysgeusia, dyspareunia, coital bleeding¿ updated to "recovering/resolving". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('could not walk due to severe and persistent pains shooting from ovaries to my back/ back pain') and genital haemorrhage ('irregular bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use any birth control or contraception at any time following your her placement procedure". The patient's medical history included multigravida, parity 4 (B)(6) 1987, (B)(6) 1989, (B)(6) 1996, (B)(6) 1993, psychological disorder nos and endometrial biopsy. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vulvovaginal pain ("severe and persistent vaginal pain (constant)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods after essure were 3 weeks long and extremely heavy (menometrorrhagia)/ heavy bleeding with clots"), menometrorrhagia ("menometrorrhagia"), decreased appetite ("loss of appetite"), asthenia ("loss of energy"), genito-pelvic pain/penetration disorder ("vaginal cramps"), ovarian cyst ("cysts on ovaries"), endometriosis ("endometriosis"), adnexa uteri pain ("could not walk due to severe and persistent pains shooting from ovaries to my back/ pain in adnexa shooting down my legs"), dysgeusia ("metal taste"), coital bleeding ("bleeding after sexual intercourse"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), gait inability ("could not walk due severe pain"), pelvic pain ("severe and persistent pain"), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("pain in adnexa shooting down my legs"), dyspareunia ("dyspareunia"), abdominal pain upper ("stomach pain") and insomnia ("getting 3 hrs of sleep") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the back pain, adnexa uteri pain, mental disorder, gait inability, pelvic pain, genital haemorrhage, pain in extremity, vitamin d decreased, abdominal pain upper and insomnia outcome was unknown, the menorrhagia, menometrorrhagia, dysgeusia, coital bleeding and dyspareunia was resolving and the decreased appetite, asthenia, genito-pelvic pain/penetration disorder, vulvovaginal pain, ovarian cyst and endometriosis had resolved. The reporter considered abdominal pain upper, adnexa uteri pain, asthenia, back pain, coital bleeding, decreased appetite, dysgeusia, dyspareunia, endometriosis, gait inability, genital haemorrhage, genito-pelvic pain/penetration disorder, insomnia, menometrorrhagia, menorrhagia, mental disorder, ovarian cyst, pain in extremity, pelvic pain, vitamin d decreased and vulvovaginal pain to be related to essure (ess205). The reporter commented: she is not allergic to nickel or any other component of essure. Essure didn¿t worsen any previously existing condition. She did any of the injuries or symptoms you claim resulted from essure resolve following essure removal. She wasn't advised of any complications that occurred at the time of essure placement procedure. She was not advised of any complications from essure removal procedure. Discrepancy noted in removal date- (B)(6) 2015 laparotomy with excision of essure device bilaterally(as written per pfs). The plaintiff claims that use of essure caused or aggravated her psychiatric and/or psychological condition. These coils are scarred into the uterus and it would be difficult if not impossible to remove without removing uterus due to scarring and bleeding. Diagnostic results: (B)(6) 2007: vaginal water test. On (B)(6) 2014: endometrial biopsy:clinical history: menometrorrhagia,final diagnosis: mixed menstrual/lytic, late secretory and focal mid secretory benign endometrium. On (B)(6) 2016: bilateral digital screening mammogram with cad: conclusion: clusters of calcifications in each breast of indeterminate morphology. On (B)(6) 2016: right breast stereo core biopsy: final diagnosis: proliferative fibrocystic change with clusters of calcifications, negative for atypia. On (B)(6) 2016: left breast stereo core biopsy: proliferative fibrocystic change with clusters of calcifications, negative for atypia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- vitamin d low, stomach pain, sleeplessness, reporter was added. On 23-mar-2020: social media received reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.